Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of saline. It was reported after priming prior to patient use, line a tubing separated from the inlet port on the cassette of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.